Event description:
It was reported that a review of episodes in this implantable cardioverter defibrillator (ICD) was requested. Technical services (ts) stated that the device exhibited oversensing of noise attributed to electromagnetic interference (emi) during a medical procedure, which resulted in an inappropriate atrial tachy response (atr) episode. No adverse patient effects were reported. This ICD remains in service.